Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer filled the cartridge with about 400 units of insulin and noticed insulin leaking from the bottom of the cartridge. Customer's blood glucose level was not impacted.